Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018. Date of explant: (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 14850520/15284262.

Event description:
It was reported that patient underwent an explant procedure due to have a major back surgery. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.